Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported pt was experiencing intermittent alarms without visual alarms accompanying audible alarms. The pt told vad coordinator she experienced these alarms when she would cough, burp, or move around. The pt was asymptomatic. Pt called vad coordinator back shortly after initial call and stated alarms occurred again. Pt brought into hospital. Waveforms and history downloaded and sent to the MFR. Low speed operation and low flow alarms noted on history. Vad coordinator witnessed hm ii speed drop to 1000rpm while connecting pt to power module and pt was sitting up. Log filed and x-ray information revealed multiple red heart alarms and pump stops. Per clinical consultant, these events occur when the pt is moving. The internal x-ray showed that the driveline appears to be tight with no slack from the pump to the exit site. Additional information revealed that a device tracking form was received, which indicated that the pt received a pump exchange on (B)(6) 2013.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.